Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge while pump was connected to computer usb port and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to connect charging cable and wall adapter to a known working wall outlet for at least 30 minutes when able, and technical support attempted follow-up by phone and email, left a voicemail, and then closed case when no further response was received.